Manufacturer narrative:
A steris service technician inspected the integration system and found that the power connector to the internal hard drive had shorted. The technician replaced the integration system due to the damage. The integration system was placed into service and no additional issues have been reported.

Event description:
The user facility reported that smoke was emitting from their integration system. No report of injury however, a procedural delay was reported due to the reported event.